Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, inadequate fixation, and the patient undergoing an MRI procedure have been ruled out as potential causes. Additionally, the patient did not touch the wound or engage in physical activity. However, the patient has contraindicating conditions such as high blood pressure, arthritis, and hypothyroidism. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain.  The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as they have high blood pressure, arthritis, and hypothyroidism (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their lead was eroding at the pocket site. The implanting clinician re-closed the incision, the device was not explanted, and the patient is doing well.